Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening of the stem at the bone cement interface. The MFR of the cement used at the primary surgery is unk. Osteolysis was observed intraoperatively.